Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal deployed sideways. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. Further attempts to provide additional information on the failure mode could not be obtained. During decontamination, it was observed that the seal had not unraveled completely. This report is filed because "seal incomplete unravel" is a reportable malfunction.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal had not unraveled completely. The tension spring was out of the delivery tube and separated. Another observation was that the tether had been cut. The failure that the seal was deployed sideways is not confirmed. Lhr review was completed for the product, there was no nonconformance associated with the lot number. (B)(4).